Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus. Customer's current blood glucose was 72 mg/dl. Inquired if the customer uses the sensor feature on her pump and if she was able to rewind. Customer states they don't use the sensor feature and was able to rewind their pump. Advised customer insulin pump will need to be replaced. No further information was provided.

Manufacturer narrative:
Unable to prime during prime/a33 test due to faulty force sensor resistor gold. The insulin pump passed displacement, rewind, basic occlusion, occlusion and excessive no delivery tests. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.